Manufacturer narrative:
(B)(4): review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. (B)(4): placeholder.

Event description:
Surgeon implanted patient with a rod, screw and locking cap construct on (B)(6) 2012 for lumbar vertebral degeneration. After the hardware was implanted, surgeon was not satisfied with the placement of one of the screws and decided to remove and replace the screw. During removal of the screw, the surgeon experienced difficulty with removal of the locking cap and had to cut both ends of the rod to remove the screw and locking cap. Both the screw and locking cap broke during removal. The other three screws were removed without issue. Surgeon was able to complete the procedure by removing and replacing the hardware. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.